Event description:
Hamilton medical ag received the following event description: during maintence, the customer was having issue with test 6. Specifically, "dp servo on his fluke it's stable but on the ventilator, it goes down then up the down again. "

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
It was reported that the dp mixer zero calibration failed during preventive maintenance. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective sensor board. After replacing the sensor board, the device was released back into use.